Event description:
It was reported that the patient was part of a study and the patient's device was explanted. The reason for removal was noted as (I) therapy related - the patient kept turned off, lack of efficacy, and (ii) device related - repeat prostatitis. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID, 3889-33 lot# v515637, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the device, serial no. (B)(4), found no anomaly. Analysis of the lead, model 3889-33, found the lead body cut through, product segmented, with no significant anomaly.